Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump buttons are bubbling out. The blood glucose level was unknown. Customer stated that the buttons were not responding. Customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The products will return for the analysis.

Manufacturer narrative:
Device had pillowing keypad overlay. Device passed displacement test. (B)(4).